Manufacturer narrative:
(B) (4): device #1: part #12673-03, lot #83037-6h indicated is being filed under medwatch MFR number 2953144-2010-00130. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device #2 suture came out with the device. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the device was removed to harvest the sutures, the suture came out with the device. A second proglide was attempted but also resulted in the suture pulling out of the artery. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.